Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor, causing communication issues and the service code 204. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was a receiving a service code 204 (belt/monitor unusable).